Event description:
It was reported that during central processing, exposed frayed wire at distal tip. It is unknown if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the horizon small clip applier be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small horizon clip applier instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding an exposed wire at the distal tip was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.